Event description:
The iab was inserted into the pt on 8/7/97 at 10:00 a.m. And removed on 8/9/97 at 5:oo a.m. The iab did not malfunction. As a result of the event, the pt had severe bleeding, major ischemia, a transfusion, and iab removal was required. Event complications: ischemia/bleeding/transfusion/removal required-rpt'd 9/11/97. Pt's current status: unk-rpt'd 9/11/97.